Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the peg tube was loaded onto the guidewire however; the physician was unable to slide the peg tube over the guidewire and encountered significant resistance. The resistance was felt at the connection between the hard and soft plastic in the peg tube. The account reported no visible damage to the peg tube or wire. The peg tube and guidewire were removed from the patient. The procedure was completed with a new endovive safety peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the peg tube was loaded onto the guidewire however; the physician was unable to slide the peg tube over the guidewire and encountered significant resistance. The resistance was felt at the connection between the hard and soft plastic in the peg tube. The account reported no visible damage to the peg tube or wire. The peg tube and guidewire were removed from the patient. The procedure was completed with a new endovive safety peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Manufacturer narrative:
A visual examination of the feeding tube assembly revealed no issues. A functional evaluation of the device was performed by attempting to load a guidewire into the device from both proximal and distal ends. The guidewire was unable to pass through the connector. The device was disassembled by cutting tubing at both ends of connector. A plug of material was found at the barbed end of the connector. The tubing was then cut away from the connector and the plug was found to be flash formed when barbed end of the connector was inserted into the thermoformed tubing and the inner wall of the thermoformed tubing was scraped. The flash remained attached to the inner wall of the thermoformed tubing. The condition of the returned unit was consistent with the complaint incident that the device would not easily load over guidewire. During the functional evaluation it was found that the guidewire could not be fully passed through the device due to a blockage of extrusion material at the connector. It appears that the flash is due to material being scraped from the inner wall of the thermoformed tubing when the barbed end of the connector was inserted into the tubing. Therefore, the most probable root cause is manufacturing. A review of the device history record (DHR) was performed; no anomalies related to the complaint were noted. A lot history search was performed and found no other complaints against lot number 13345497. (B)(4).